Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: "during an unspecified procedure, two (2) ultrabraid sutures broke when put under tension. The procedure was completed by modifying the protocol and using sutures with an older technique. It is unknown if there was a surgical delay and no further complications were reported". No report of patient harm or injury. See associated MDR# 3004365956-2025-00002.